Event description:
Received notice of litigation: pleading indicates the patient was treated by surgeon for laparoscopic gall bladder removal. Pleading alleges the care provided was below the standard of care. Amended pleading alleges the device was unreasonably safe as designed, manufactured, and/or as sold and distributed. No other details regarding the surgery or outcome are provided. Device unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Ethicon medical director reviewed the operative records from the original procedure as well as the reoperation several months later and has the following comments: it is likely that the surgeon and his discovery of the ¿diminutive duct¿ suggests he had misinterpreted other structures (likely a venous structure) as the cystic duct. The second surgeon found clips ¿in the cystic duct¿ but I suspect this is a typo, and he means on. But I believe this information in the second operative note clearly exculpates the er320 clip applier¿s performance."

Manufacturer narrative:
(B)(4). Information was not provided by contact. Device location unknown. (B)(4).

Manufacturer narrative:
(B)(4). Ees has been successfully dismissed from this action by court decision with no finding of product defect. No further action is warranted at this time. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.